Manufacturer narrative:
On 29-aug-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Bruising - gums, mouth [oral contusion]. Sore gums [gingival pain]. Sore mouth [oral pain]. Oral-b replacement heads. Slide off in my mouth/brush head doesn't stay on the handle [device breakage]. Case narrative: adult female via phone reported that the oral-b replacement heads have been sliding off into her mouth when using the oral-b toothbrush causing bruised gums and mouth, sore gums, and sore mouth. No serious injury was reported. On 14-jul-2023 follow up via pictures: the suspect product was oral-b power rechargeable toothbrush handle 3758 io9 series. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Bruising - gums, mouth [oral contusion]. Sore gums [gingival pain]. Sore mouth [oral pain]. Oral-b replacement heads...slide off in my mouth [device breakage]. Case narrative: adult female via phone reported that the oral-b replacement heads have been sliding off into her mouth when using the oral-b toothbrush causing bruised gums and mouth, sore gums, and sore mouth. No serious injury was reported.